Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced overstimulation due to lead migration. The patient underwent a revision procedure and was doing well postoperatively.